Event description:
Customer reported changing the battery in her freestyle flash blood glucose meter, but when she tried to test, there was a blank screen on the display. She further reported feeling fuzzy, could not walk and los consciousness. Paramedics were called and they checked her blood glucose (results not provided), put her on oxygen and transported her to a local hospital. At the hospital she was diagnosed with hyperglycemia and treated with an intravenous infusion of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer disposed of her meter and test strips so no product investigation can be done. Therefore, this is a final report.